Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate mode switch due to oversensing noise. A marker anomaly was noted. The device will continue to be monitored. There were no patient consequences.